Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; tamper seals were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified. Running three accuracy tests which passed, the pump was found to be working as programmed and intended within the manufacturing specifications. No fault was found with the device. The root cause was unknown. No repairs were needed as the problem was not verified. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. His remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, accuracy issues occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.